Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for volumetric testing, upstream, air detection and downstream pressure test. It passed all of them. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over infused twice during flow rate accuracy test in the biomedical service department. There was no patient involvement. No additional information is available.